Event description:
Description of failure from cct (cardiac computed tomography) rn: "as pt was in the MRI machine, ventilator started alarming. Screen read, "self-service failure, manually ventilate patient" and ventilator was noted to not be ventilating any longer. Pt (patient) was quickly pulled out of the MRI machine and bagged with peep (positive end-expiratory pressure) valve, 25l oxygen attached within a few seconds. Pt's oxygen saturation decreased only from 100% to 96%, increased back to 98% with bagging. No detriment to patient. Unable to cancel out of error on ventilator, turned it off. Ventilator turned back on again a few minutes later, no apparent issues. Pt had been bagged while ventilator was examined, vent re-attached to patient. Pt monitored on vent outside of MRI machine for a few minutes to ensure no immediate issues, then pt was brought back into the MRI machine".